Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that when the purchasing agent unpacked the product, a hole was noted in packaging of one device. The hole in the packaging is in the paper cover that covers the handpiece, in the middle and slightly to the right side of the paper cover. There were not any holes noted in the plastic tray or the tyvek peelable lid.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): user handling caused the event. The hole in the tyvek was created from the outside and pushed into the blister. Something relatively sharp or heavy struck the package. It cannot be determined when or how this damage occurred.